Event description:
A customer contacted backman coulter inc., (bci), regarding an erroneously troponin (accu tni) result that was generated by the unicel dxi 800 access immunoassay system. A patient sample was tested for accu tni and a result of 0.57ng/ml was obtained. The sample was re-tested and the repeated result was 0.01ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications. A system check performed in 2007 met specifications. Pre-analytical sample handling information was not provided. A field service engineer (fse) was dispatched to the customer's lab: the fse performed qc precision run using three levels of accu tni qc material and obtained good results. The fse primed the instrument and then conducted diagnostic testing, and obtained one flier out of a total of 136 replicates. The fse repeated the diagnostic testing with good results. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.